Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use the in.pact av access dcb during procedure. It was reported that the balloon ruptured and detached from catheter. Detached balloon was not able to be snared and removed. No patient injury.

Manufacturer narrative:
Additional information: no prior inflations. It appears to be a radial burst. The balloon burst at 16 atm. The balloon fragmented. Detached balloon was not able to be snared and removed. Non-medtronic snare was used. No other intervention was carried out. It was not caged against the vessel wall with a stent. It was left in the vessel unhinged. No vessel injury noted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the inpact av access dcb was returned to medtronic investigation lab for evaluation. The device was returned with a detachment to the balloon 2.4cm distal to balloon bond and a detachment to the inner member 13.7cm distal to balloon bond with the material jagged at both respective detachment sites. Two crushes were evident to the inner member 0.5 < 1.0 cm from the proximal balloon bond. One marker band was detached from the inner and moved freely along the inner member. A tactile test detected a crush to the shaft 10.5cm-11cm distal to strain relief. A 0.035inch guidewire was loaded via the guidewire port at the luer and advanced but was unable to cross the crush 0.5cm from the proximal balloon bond. Deflation testing could not be performed due to the detachment. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.